Event description:
It was reported that the subject stent was scheduled to be implanted, but resistance was encountered at the hub of the microcatheter, and it was difficult to be advanced further. However, the subject stent was returned for analysis and was examined. During device investigation and analysis, it was discovered that the subject stent was prematurely deployed and the stent delivery wire was fractured during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was noted that the stent was recovered during investigation on pr (B)(4) and was noted to be deformed. The stent was broken/fractured during investigation. The stent delivery wire was noted to be kinked/bent. The stent introducer sheath distal tip was intact. The stent delivery wire distal end was broken/fractured. A functional inspection could not be performed as the stent was deployed. The reported event stent difficult/unable to transfer could not be replicated during device analysis; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that occurred during reintervention for an anterior communicating artery unruptured cerebral aneurysm. (This was a treatment that had been planned since the initial operation.) A stent had already been placed from rt. A2 to lt. A1, and coils had been deployed within the aneurysm.during this re-treatment, a microcatheter was shaped using a heat gun (degree of the shape unknown) and guided to lt.a2. Subsequently, first stent was scheduled to be implanted from lt.a2 to lt.a1, but resistance was encountered at the hub of the microcatheter, and it was difficult to be advanced further. Therefore, the first stent was retrieved and replaced with the second stent. Then inserted into the same microcatheter; however, resistance was also encountered at the hub as the first stent. Therefore, the second stent was also retrieved. Then the microcatheter was replaced with another microcatheter, and the second stent was inserted; however, again resistance was encountered at the hub of the microcatheter. The stent was returned for analysis fully deployed inside the proximal end of the microcatheter lumen. The catheter shaft needed to be cut in order to remove the stent. During this process, the stent was broken/fractured. This damage has not been coded for as it occurred during device analysis in the complaints laboratory. The stent also noted to be deformed. The stent delivery wire (sdw) was returned for analysis and the distal tip of the wire was noted to be broken/fractured. The introducer sheath was returned and was undamaged. Per the event description and follow-up good faith efforts (gfe) responses, it is likely that the introducer sheath was initially set up correctly but subsequently moved proximally. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (caused by proximal sheath movement). The user will then experience increased resistance while attempting to advance the stent into the microcatheter. Upon realizing this, the user normally withdraws the stent delivery wire. If the stent is already advanced within the lumen of the microcatheter and has become stuck, attempting to retract the stent delivery wire may result in the distal bumper of the stent delivery wire slipping through the proximal marker bands of the stent. This results in the stent becoming prematurely deployed inside the microcatheter lumen. This is one possible explanation to explain the event description and analysis findings. There must have been significant force used when removing the stent delivery wire to have caused the distal tip of the wire to have become broken/fractured. Based on the review of all available information, an assignable cause of procedural factors has been assigned to the reported event stent difficult/unable to transfer and to the analysed event stent deployed prematurely during use, sdw broken/fractured during use, sdw kinked/bent and stent deformed as this complaint appears to be associated with a product that met stryker design and manufacturing specifications, and was reported to have been used in accordance with the dfu, but performance was limited due to some unknown procedural factor(s) during use.